Event description:
Eye irritation, inflammation and giant papillary conjunctivitis due to defective contact lenses. My office has had 4 pts - 23% of this product use with adverse reactions. This problem has been going on for more than 2 months. Ciba denies the problem is widespread saying it effects less the 1% of the lenses. This product should be recalled before more damage is done. Diagnosis: myopia.

Event description:
Eye irritation, inflammation and giant papillary conjunctivitis due to defective contact lenses. My office has had 4 pts - 23% of this product use with adverse reactions. This problem has been going on for more than 2 months. Ciba denies the problem is widespread saying it effects less the 1% of the lenses. This product should be recalled before more damage is done. Diagnosis: myopia.

Event description:
Eye irritation, inflammation and giant papillary conjunctivitis due to defective contact lenses. My office has had 4 pts - 23% of this product use with adverse reactions. This problem has been going on for more than 2 months. Ciba denies the problem is widespread saying it effects less the 1% of the lenses. This product should be recalled before more damage is done. Diagnosis: myopia.

Event description:
Eye irritation, inflammation and giant papillary conjunctivitis, due to defective contact lenses. My office has had 4 pts - 23% of this product use with adverse reactions. This problem has been going on for more than 2 months. Ciba denies the problem is widespread saying it effects less the 1% of the lenses. This product should be recalled before more damage is done. Diagnosis: myopia.